Event description:
The recipient is reportedly experiencing intermittencies and loss of lock. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section g.2. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections: b.3, d.6b. D.9. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal inspection revealed that the bond wires and the digital chip were damaged during the failure analysis process. The reported complaint of loss of lock with the device was verified during this analysis. However, the bond wires and the digital chip were damaged during hybrid extraction. Due to the damage induced during the failure analysis process the root cause could not be determined. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.